Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump was warm to the touch and there was moisture and corrosion seen in the battery compartment. The patient also reported the battery cap was not securely tightened. The patient had not replaced the battery cap as recommended by the manufacturer. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4): there was no activity outside normal use observed in the black box or download history. A rewind, load and prime step were completed and the pump was not hot. The pump was exercised for 24 hours on a one unit per hour basal program and the pump did not get hot. The battery compartment was found to be corroded and the battery cap threads were found to be stripped. Unrelated to the complaint, evaluation revealed a scratched, discolored/faded display screen, which has no effect on insulin delivery function. There was no defect found with the original complaint.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.